Event description:
It was reported that during a supply change the user inserted the cartridge and connector into the pump incorrectly, resulting in insulin leakage during the press and fill tubing step; the infusion set and cartridge were changed with new supplies, and the event involved the cannula and an infusion set connection that was not fully seated prior to twisting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found and a usage problem was identified, consistent with an improper procedure during setup involving the cannula/infusion set connection. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.